Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The device was returned for evaluation and fluid leak was not identified. The definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808560 implantable port allegedly experienced a fluid leak. This information was received from one source. There was no reported patient involvement. Patient information was not provided.

Manufacturer narrative:
The device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808560 implantable port allegedly experienced a fluid leak. This information was received from one source. There was no reported patient involvement. Patient information was not provided.